Event description:
It was reported that a malfunction occurred on the pump with a specific malfunction code. The customer's blood glucose level was reported to be within normal range, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing instructions on how to reset the pump, and after resetting, the malfunction code did not recur.